Manufacturer narrative:
The svc rep found the anode candlestick to have evidence of arcing. He cleaned and re-greased both candlesticks. Could not duplicate popping noise after that. Sys operating as intended.

Event description:
Customer reports when he was using the c-arm at maximum kv and ma, he heard a popping sound near the x-ray tube. No pt injury was reported.